Manufacturer narrative:
(B)(4). Customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Customer advocacy contact information was provided. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Customer stated via email: the adson micro bipolar forceps (#nl1820) is not working properly. It keeps "shorting out" and burned a staff member.